Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005, the patient presented with l5-s1 disk degeneration with l5-s1 disk hernia with extruded disk fragment, right lumbar paracentral region. The patient underwent following procedures: laminectomy l5. Diskectomy complete l5-s1. Partial carpectomy l5. Partial carpectomy s1. Structural posterior lumbar interbody fusion utilizing prosthetic fusion device x2 (cages a mm high 23 mm long packed with bone morphogenic protein in collagen sponge) . Partial carpectomy l5, partial carpectomy s1. Structural posterior lumbar interbody fusion l5-s1 with insertion of prosthetic fusion device in the way of cages packed with bone morphogenic protein. A. Posterolateral morcellized fusion l5-s1. Segmental spinal instrumentation l5-s1 using pedicle screw system. Harvesting of iliac crest bone graft from the left iliac crest in the way of a bone marrow aspirate harvested through a separate fascial stab wound. Bilateral l5-s1 nerve root foraminotomies. Per op-notes," an appropriate-sized cage, 8 mm x 23 mm in length was prepared. Bone morphogenic protein was mixed with the carrier sponge and placed in the center of the cage and the cage was tamped into the appropriate depth. This was done without difficulty on the right side. Once this cage was in place, the surgeon next removed the distractor from the left side and used a box chisel to perform complete left-sided 15-s1 diskectomy, as well as partial carpectomy caudally at l5 and cephalad s1. All loose debris was evacuated. A second cage, 8 mm x 23 mm, was packed with bone morphogenic protein. This was tamped into the appropriate level. The remaining bone graft from the decompression was mixed with 5 ml of demineralized bone matrix. .. " patient alleges unspecified injury due to the use of rhbmp-2.